Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was that the clamp did not close securely on the tubing between the collection chamber and drainage bag, therefore, preventing the site from accurately determining cerebrospinal fluid (csf) drained. The device was placed on (B)(6) 2024 and in place for 6 days prior to failure. The device was replaced with another manufacturer's device. The patient was admitted for aneurysm ai sah (subarachnoid hemorrhage) with subsequent aneurysm coil placement. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that the visual inspection confirmed the tube had separated at the drip chamber. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.